Event description:
AED was used in a rescue. Customer states the device delivered a shock to a pt whose ECG looked like sinus rhythm. Ems later arrived and used their own AED. Pt outcome is unk.

Manufacturer narrative:
The rescue data file was downloaded from the device and sent to cardiac science clinical and technical staff for eval. The actual device used in the rescue was not sent in. The data file analysis concluded the device detected the pt's sinus rhythm in the first analysis session as shockable, advised and delivered a shock. The shock did not result in any adverse change in rhythm. The device correctly detected the pt's sinus rhythm as non shockable and advised no shock in the remaining four analysis sessions. The device performed CPR sessions as it was configured.